Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was 197 mg/dl. The customer connected the pump to a power source and the pump turned on. Reportedly, the customer loaded a new cartridge and would continue to use the pump for therapy.